Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver functional test was performed and it passed all the relevant testing. The receiver log was downloaded and reviewed. It showed multiple occurrences of the receiver shutting down for low battery within the relevant dates of this investigation. The receiver passed the discharge test. The receiver case was opened for internal inspection and passed. The root cause was unable to be determined through troubleshooting. The reported event that the receiver ceased to function was confirmed. The root cause could not be determined.